Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. The customer's blood glucose level ranged from 80-160 mg/dl. Reportedly, customer was able to fill the cartridge with insulin without changing any supplies.